Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak, they are unsure if the leak is coming from the unit or the cart.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while being stored inside the cart, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak, they are unsure if the leak is coming from the unit or the cart. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium assy, cover and o-ring and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.